Event description:
It was reported that a revision surgery occurred due to a patient experiencing pain. The patient had an initial implant of a 3.5mm lcp superior clavicle plate, about ten unknown screws and an infused bone graft on (B)(6) 2013. The ten unknown screws were deemed non reportable as the broken plate could be identified as the cause of the pain and the screw hole where the break occurred did not contain a screw at the time of the break. The patient reported with pain on an unknown date and it was discovered that the plate had broken at a screw hole. The screw hole where it broke did not have a screw in it. The plate was explanted on (B)(6) 2014 and replaced with a new plate. The procedure was completed successfully. No fragments were left in the patient. The patient outcome was good and no patient harm was reported. No surgical delay was reported. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp superior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Comments: the complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.